Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to turn on the carbohydrate feature when setting up the pump. Tandem technical support was unable to confirm if insulin had be incorrectly delivered. Customer's blood glucose level was 269 mg/dl. Tandem technical support guided the customer through turning on the carbohydrate feature.